Event description:
Wire broke in patients coronary artery. Previously placed stent was occluded. Atw wire was placed in the lad, and 9/10 of the way through the stent. Could not advance the wire further. Removed the atw wire, and advanced a shinobi wire. Was able to cross stent occlusion with shinobi. At that time realized previously unrecognized fragment of the atw wire embolized from the catheter. Retrieved with snare. No harm.